Manufacturer narrative:
This medwatch report serves as an update to the previous report, incorporating additional information in sections b5 and b6. Furthermore, sections d8 and h6(b) have been revised to reflect the additional information. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Additional information: question: is this a new or experienced user? Answer: the surgeon is an experienced user of the product question: was there any resistance felt during insertion or advancement to treatment site? Answer: no resistance was experienced during the insertion or advancement of the guidewire to the treatment site question: if thruway guidewire is not available to be returned, is there an image available and what is the reason for no return? Answer: the thruway guidewire is not available for analysis as it was discarded together with the jetstream catheter following the procedure.

Manufacturer narrative:
The device involved in this event was discarded; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use: "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain the information were made and no additional information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: the procedure was progressing without any complications. During the final run, while retracting the device using the rex mode, the device became stuck. Multiple attempts were made to retract the device, but they were unsuccessful. Additional efforts involving gentle pulling were also ineffective, as the device remained lodged. After repeated attempts, the device was eventually retrieved by pulling out the sheath together with the device. It was discovered that the device came out with an artery(superficial femoral artery & anterior tibial artery ) and it appears that the tip of the catheter, the blade, had hooked onto the arterial wall. What troubleshooting steps, if any, resolved the issue?: the device mode was switched between blades down to rex to determine if it would function properly. The physician applied gentle manual pulling while monitoring resistance to avoid vessel injury. What is the next course of action?: the next course of action is to report the incident patient present at time of event?: yes patient complications: other provide details for "other" patient complication: loss of an artery vessel in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication? The patient sustained arterial loss as the device became hooked onto the artery. Medical or surgical interventions: surgeon performed a bypass surgery to restore blood flow. Patient admitted to hospital beyond the standard of care: no patient outcome: the issue is ongoing. Additional information: question: please clarify, was the device stuck on the guidewire or the sheath? Answer: the device became stuck on the guidewire and could only be removed by withdrawing it together with the sheath. Question: lot number/upn for the thruway guidewire? Answer: upn: m001492971. Question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Answer: 2.1mm jetstream xc catheter, upn: 112264-003, model #: 45007, batch/lot #: 0034111559. Question: the q&a indicates that bypass surgery to restore blood flow was performed. Were there any other medical or surgical interventions required to treat the patient complication? Answer: the patient received a femoral popliteal bypass with the ipsilateral great saphenous vein. A diagnostic angiogram showed a patent bypass with good flow into the foot." Question: was fluoroscopy in use during the procedure? Answer: yes. Question: what does the end user believe caused and/or contributed to the reported issue? Answer: jetstream catheter. Question: were the devices able to be separated once removed from the patient? Answer: the device became stuck on the guidewire and could only be removed by withdrawing it together with the sheath. Question: was there any damage noted to the guidewire and/or catheter prior to or after the procedure? Answer: kink to catheter. Question: if damage was noted, where on the wire was the damage? Answer: no.